Event description:
Three months after catheter replacement (see manufacturer report #2182207-2009-02320), the patient began having psychosis and depression. The following symptoms were reported: altered mental status, the patient was catatonic, severely depressed, experienced hallucinations and also impulsive behaviors. The device was explanted three months after the symptoms began. The symptoms did not improve after the device was explanted and she still has them since 2009. The family reports the patient used to be very loving and accepting of others before pump and is not since the pump. Additional information has been requested.